Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged and 4 sealed, ar-2324psp, serial/batch number (B)(6), were received for investigation. Visual inspection of the opened, damaged device, noted that the anchor was damaged at the distal end, the eyelet is still attached to the inserter. The o-ring and sutures were also returned. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2024, it was reported by a sales representative via email that an ar-2324psp self punching peek swivelock anchor broke during insertion. The surgeon placed the anchor on the bone and went to lightly mallet in the anchor when it immediately snapped the tip in half. Everything was removed from the patient. This was discovered during a shoulder arthroscopy procedure on (B)(6)2024. Additional information received on 10/24/2024: the case was delayed in retrieving the broken tip; additional anesthesia was not needed.